Event description:
Update: some operative notes were received. This product, identified as nn261z, is now considered to be an involved component (aesculap ag reference no. (B)(4). The implantation of vega knee system and right total knee arthroplasty (tka) was on (B)(6) 2016. The revision was performed on (B)(6) 2022; a non-aesculap (hinge) knee system was then implanted. Revision had been due to aseptic loosening right femoral component, instability, and pain. There were no operative complications. Associated medwatch reports: 9610612-2024-00046 (aesculap ag reference no. (B)(4) + nx029z). 9610612-2024-00045 (aesculap ag reference no. (B)(4) + nx053z). Involved component: 9610612-2023-00222 (aesculap ag reference no. (B)(4) + nn261z - lot: 52239592). Nx042/ patella 3-pegs p2 - lot: 52241243 (aesculap ag reference no. (B)(4). Nx121/ vega ps gliding surface t2/2+ 12mm - lot: 52233111 (aesculap ag reference no. (B)(4)

Manufacturer narrative:
Additional information: a section: patient date of birth; sex. B5: event update; leading and involved components confirmed. B7: medical history. D10: involved components updated. E1 & e3: reporter, address, health professional. Investigation results: as of the date of this report the complaint products were not provided for investigation. The investigation was based upon analysis of historical data review, device history records, and review of event information. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There is one (1) similar complaint against the lot number: 52227504. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision. Conclusion/preventive measures: in the light of the little information received and due to the circumstance that the complained devices were not received it is not possible to determine a root cause for the mentioned failure. There is no indication for a material, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: a revision is possible.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. The investigation was based upon analysis of historical data review. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The assessment for reportabililty for this adverse event was based on patient harm, permanent impairment. Conclusion/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product ae-qas-k521-56 - collect.no.qas knee implants vega. According to the complaint description, the specific medical devices at issue in this complaint are as follows: vega system 7-layer advanced surface coating; vega system femoral components; vega system tibial components; aesculap implant systems advanced surface technology. These designs are defective and have failed, resulting in harm to the plaintiff. This event resulted in a permanent impairment. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Involved components: ae-qas-k521-56 - collect.no.qas knee implants vega - lot unknown. Ae-qas-k521-56 - collect.no.qas knee implants vega - lot unknown.